Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not available for evaluation. Hemolysis/mechanical interaction with blood: the cause of the hemolysis cannot be determined due to lack of data logs and product returned.

Event description:
The user facility reported that a 58 year old male was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that the patient developed hemolysis following patient transport. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information received that it was attempted to reposition the pump. But ultimately the patient was escalated to 5.5. The patient was in continuous renal replacement therapy (crrt), unsure if the patient was a typical dialysis patient prior. The patient did not need packed red blood cells (prbc)s while on cp.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 58 year old male patient admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d. The patient was previously known to be supported by inotropes and vasopressors, however no other history was shared. The pump was supporting when on 2nd day of the support the patient was transported on the pump from community to tertiary center and upon admit to tertiary center the patient was observed to have hemolysis. The pump p-level was reduced and the pump was repositioned, and continuous renal replacement therapy (crrt). After 3 days of support the team explanted and replaced with escalated care to the impella 5.5 pump. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
B5 and h6 health effect - impact codes amended from 1220648-2026-00404-2.